Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the atrial and ventricular channel was observed on remote monitoring. Further review of the electrograms showed auto mode switch due to oversensing of emi. Programming change was made. There were no adverse health consequences to the patient.